Manufacturer narrative:
The item purchased by the customer is a custom perfusion pack containing a blood oxygenator with venous blood reservoir also mfg by cobe cardiovascular. The issue reported was with the venous bloos reservoir inside the pack. The catalog number reported by the user was for the oxygenator/reservoir system, and the serial number reported by the user was for the oxygenator membrane. The returned reservoir was tested for breakthrough volume. High values indicated that the reservoir was plugged. The pressure relief valve was found to be functioning properly. Clots were found in the pre-filter. There were also clots in the defoamer sponge, and the filter media was completely wetted out. The inside surface of the filter was also found to have clots. Based on the description of the event and the lab analysis, the first issue that occurred during the use of this reservoir is that the cardiotomy suction filter plugged due to excess suction of activated blood with debris during the procedure. There were vented ports on the lid of the cardiotomy filter cartridge. These ports allowed foam to build up within the cardiotomy filter cartridge and wet out and plug the filter media. As a result, blood and foam exited the vented filtered ports on the lid of the reservoir. The second issue with the use of this reservoir is that the vented ports limited the vacuum assisted venous drainage. With vented ports, a vacuum cannot be achieved within the reservoir. It was reported that regardless of the vacuum level, the venous drainage was not affected. As a result, the right side of the heart became distended. Our instructions for use warn to "ensure the cap on any unused port is airtight prior to initiation of vacuum assisted venous return."